Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4)mfg site has been assigned a medwatch number from the medtronic (B)(4).

Event description:
It was reported that the customer had high blood glucose levels of 375 mg/dl. The customer reported that the insulin pump fell off in the shower. The customer also reported that there were air bubbles in the tubing of the insulin pump. The customer also reported that stress might have contributed to the high blood glucose levels. No additional info was provided.